Manufacturer narrative:
This emdr represents supplemental report # 2210968-2014-03377 for previously submitted MDR number 2210968-2014-03242, subject of a litigation complaint summary exemption no. E2013037. The referenced exemption was revoked effective may 15, 2019. The reports previously submitted as part of the exemption were not submitted in a format compatible with the public MDR database (maude) and are available through FDA¿s MDR data files webpage, at https://www.FDA.gov/medical-devices/medical-device-reporting-MDR-how-report-medical-device-problems/MDR-data-files#asr. Therefore, this report does not represent a new reportable event. The information included in this report was submitted outside the required timeframe due to the extended use of exemption e2013037 beyond its revoke date, as documented under (B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
Wcq received an e-mail from the ethicon risk manager team stating the following: it was reported that the patient underwent a surgical procedure on (B)(6) 2002 and ams-sparc was implanted. It was reported that the patient underwent a surgical procedure on (B)(6) 2012 and tvt-exact was implanted. It was reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. It was also reported that following insertion the patient experienced pain, urinary/bowel problems, recurrence, bleeding, dyspareunia, and vaginal scarring.

Event description:
Wcq received an e-mail from the ethicon risk manager team stating the following:it was reported that the patient underwent a surgical procedure on (B)(6) 2002 and ams-sparc was implanted. It was reported that the patient underwent a surgical procedure on (B)(6) 2012 and tvt-exact was implanted. It was reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. It was also reported that following insertion the patient experienced pain, urinary/bowel problems, recurrence, bleeding, dyspareunia, and vaginal scarring.

Manufacturer narrative:
This emdr represents supplemental report # 2210968-2014-03377 for previously submitted MDR number 2210968-2014-03242, subject of a litigation complaint summary exemption no. E2013037. The referenced exemption was revoked effective may 15, 2019. The reports previously submitted as part of the exemption were not submitted in a format compatible with the public MDR database (maude) and are available through FDA¿s MDR data files webpage, at https://www.FDA.gov/medical-devices/medical-device-reporting-MDR-how-report-medical-device-problems/MDR-data-files#asr. Therefore, this report does not represent a new reportable event. The information included in this report was submitted outside the required timeframe due to the extended use of exemption e2013037 beyond its revoke date, as documented under (B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form.